Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The damages identified to the atrial setscrew and to the screwdriver are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity. With tht sorin screwdriver provided with the device: subsequent rotation with the torque screwdriver led to stripping of the upper portion of the setscrew cavity and could easily explain why no "click sound" was heard. In this condition, it was difficult to unscrew, another screwdriver ((B) (4)) was used but difficulties were also met and the atrial setscrew was stuck on the returned screwdriver and came out of the slot.

Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. The click of the screwdriver was not heard in the atrial position. After having finally unscrewed the lead in using a second screwdriver, the screw got stuck on the screwdriver.